Event description:
During an unk procedure, when the professor wanted to use the shears, it worked but then 5 minutes later, the shears stopped working. New shears were attached and the procedure continued. No pt consequence.